Event description:
It was reported that the patient was undergoing a system upgrade from a pacemaker to an ICD. Left ventricular lead placement was unsuccessful due to a difficult coronary sinus (cs) anatomy. Attempts to cannulate the coronary sinus resulted in coronary sinus dissection. According to the procedure report, when the tip of the catheter started superior, it appeared to be stuck against the wall of the cs. Multiple attempts to free up the catheter and negotiate it fully into the body of the cs were not successful. Contrast injection confirmed that a dissection had occurred at the point where the catheter appeared to be stuck. The patient remained hemodynamically stable. There were no immediate complications secondary to this dissection.